Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred and subsequently, the pt died. A taxus express2 drug eluting stent was placed in the left anterior descending artery and a non-bsc stent was placed in the right coronary artery. Two days later, the pt returned and they found the taxus express2 stent to be clotted off. The pt also had other medical problems they were attempting to treat simultaneously and the pt died. Additional info has been requested but is unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.